Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being updated on this follow-up # 01 MFR report:3005168196-2020-00197 1.section d. Box 4.serial# please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-00197 1.section h. Box 5.labeled for single use? 2.section h. Box 8.usage of device results: a pipe cleaner was inserted into the pump max vacuum inlet and blood was observed inside the vacuum assembly. Conclusions: evaluation of the returned pump max revealed that blood was aspirated inside its vacuum assembly. If the aspiration tubing is connected directly to the vacuum inlet instead of the canister, supplied by penumbra, blood will likely be aspirated into the vacuum assembly. If fluid is aspirated into the vacuum assembly, the pump may not function properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left anterior descending artery (lad) using a penumbra system aspiration pump max 220 (pump max). During the procedure, the pump max intermittently stopped aspirating; therefore, it was removed. The procedure was completed using a penumbra engine (engine). There was no report of an adverse effect to the patient.